Event description:
It was reported by the physician that the analyzer was not giving the sensing signal and the physician saw the cable was not connected well to the analyzer. The analyzer was tested with several cables and it was noted that the issue was with the black connection. It was like the connector was misaligned. The physician changed connector, however it was not well connected. It was indicated that it would be returned for repair. No patient complications were reported as a result of this event.

Manufacturer narrative:
(B)(4)

Event description:
It was further reported that the analyzer was returned for service.

Manufacturer narrative:
Product event summary: analysis was unable to confirm the customer comments that it did not give sensing signals while taking measurements and that its cable was not connected securely, the analyzer functioned as required when used with a known, good programmer. However, it was noted that the patient connector socket pins were disturbed and as this connector is not repairable it was recommended that the analyzer be scrapped and replaced.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
Corrected information no eval explain code. If information is provided in the future, a supplemental report will be issued.